Event description:
During a routine follow-up, it was reported that this device would not interrogate. In addition, no pacing was observed.

Manufacturer narrative:
The analysis on this device is pending.